Manufacturer narrative:
Additional information was received that the patient stated she experienced nausea with stimulation on and off, however, the nausea was worse when the stimulation was on. The physician was unable to confirm the cause of nausea.

Event description:
A report was received that the patient experienced nausea when the stimulator was running. The patient underwent an explant procedure. The physician did not understand what could be the cause of the symptom. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-1032b serial #: (B)(4) description: precision spectra ipg and charger kit model#: sc-4316 lot #: 18428205 description: next generation anchor kit-sterile model#: sc-4316 lot #: 18059563 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced nausea when the stimulator was running. The patient underwent an explant procedure. The physician did not understand what could be the cause of the symptom. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra ipg. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 18428205 / 18059563, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced nausea when the stimulator was running. The patient underwent an explant procedure. The physician did not understand what could be the cause of the symptom. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further information can be obtained.

Event description:
A report was received that the patient experienced nausea when the stimulator was running. The patient underwent an explant procedure. The physician did not understand what could be the cause of the symptom. No device malfunction was suspected.